Manufacturer narrative:
The customer observed splashing around the cuvettes which was determined to be caused by obstruction (debris) in the cuvette wash nozzles. The cuvette wash nozzles (nozzles, #1, #4 and #5, part number 7-93256-02) were cleaned to resolve the issue. The customer indicated they had observed this issue before and that the obstructed cuvette wash nozzles were due to debris coming from the bellows. During the subsequent site visit, the abbott field service representative (fsr) replaced the bellows (bellows set,incl rod & fitting, part number 2-89055-02 ) which were worn out from normal use. No additional discrepant results were reported on the architect serial number (sn) (B)(6). Return testing was not completed as returns were not available. An instrument service history review revealed no additional discrepant results generated on sn (B)(6). There were no service or complaint issues on or around the date the current complaint was initiated that may have contributed to this issue. A review of the architect c8000 systems found no systemic issues or trends for erratic/discrepant results. A review of historical data for the bellows set,incl rod & fitting, part number 2-89055-02 and the nozzle, #1, #4 and #5, part number 7-93256-02, revealed no trends or systemic issues. The architect system operations manual and the architect c8000 service and support manual, provide adequate information, troubleshooting, and maintenance concerning erratic / discrepant results. This includes, but is not limited to, the troubleshooting performed by the customer and the fsr. Based on the investigation no product deficiency was identified for the architect c8000, serial number (B)(6), the bellows set,incl rod & fitting, part number 2-89055-02, or the nozzle, #1, #4 and #5, part number 7-93256-02.

Manufacturer narrative:
The manufacturer's narrative has the incorrect serial number listed in the last sentence - incorrect sn = (B)(6); correct sn =(B)(6). The customer observed splashing around the cuvettes which was determined to be caused by obstruction (debris) in the cuvette wash nozzles. The cuvette wash nozzles (nozzles, #1, #4 & #5, part number 7-93256-02) were cleaned to resolve the issue. The customer indicated they had observed this issue before and that the obstructed cuvette wash nozzles were due to debris coming from the bellows. During the subsequent site visit, the abbott field service representative (fsr) replaced the bellows (bellows set,incl rod & fitting, part number 2-89055-02 ) which were worn out from normal use. No additional discrepant results were reported on the architect serial number (B)(6). Return testing was not completed as returns were not available. An instrument service history review revealed no additional discrepant results generated on the (B)(6). There were no service or complaint issues on or around the date the current complaint was initiated that may have contributed to this issue. A review of the architect c8000 systems found no systemic issues or trends for erratic/discrepant results. A review of historical data for the bellows set,incl rod & fitting, part number 2-89055-02 and the nozzle, #1, #4 & #5, part number 7-93256-02 revealed no trends or systemic issues. The architect system operations manual and the architect c8000 service and support manual, provide adequate information, troubleshooting, and maintenance concerning erratic / discrepant results. Including, but not limited to, the troubleshooting performed by the customer and the fsr. Based on the investigation no product deficiency was identified for the architect c8000, serial number (B)(6), the the bellows set,incl rod & fitting, part number 2-89055-02, or the nozzle, #1, #4 & #5, part number 7-93256-02.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated creatinine results on one patient generated on the architect analyzer. The results provided were: sid (B)(6) creatinine = 1.2 mg/dl (normal range 0.6-1.0 mg/dl) / 2.8. There was no reported impact to patient management.